Event description:
A review of service data detected a reportable event. Upon servicing electrode belt sn (B)(4), incoming testing was unable to be performed. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the belt's trunk cable connector pins were bent. The bent pins prevented the belt from being connected to a monitor. The cause for the bent pins was damage to the trunk cable connector. The root cause for the damaged connector was unable to be positively determined, but was likely caused by excessive force, when the belt was mated with a monitor. No adverse event resulted from the damaged belt connector. The last pt to use this electrode belt did not report any deficiencies.